Event description:
The implant shifted and loosened causing pain. The cup shifted after the patient lifted a boat trailer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.